Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing and clear passage testing. The reported problem of leak was verified during leak testing. The cause of the event was determined to be holes in four (4) tubing lines at the tack weld. The sample did not meet specification for the reported issue. An assignable cause of the holes could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a supply line of a homechoice cassette leaked. This event occurred during setup. The patient stated that none of the solution bags were leaking. The patient believed the leak was coming from the portion of the cassette where the lines were bonded together. The patient had attempted to loosen the bond between the lines and may have caused the leak to occur. There was no patient injury or medical intervention associated with this event. No additional information is available.